Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated upon sensor insertion, the patient started bleeding and applied pressure. It was indicated that the bleeding at the sensor insertion site lasted 6 hours. The patient was taken to the hospital and the physical applied gel foam patches and the bleeding stopped. Additionally, the patient¿s wife stated that the patient was on blood thinners. No additional patient or event information is available.